Manufacturer narrative:
Event date is approximate. Explant date is approximate for all system components. Other relevant device(s) are: product ID: 7482-51, implanted: (B)(6) 2012, explanted: (B)(6) 2013, serial/lot #: (B)(4), UDI#: (B)(4). Product ID: 7482-51, implanted: (B)(6) 2012, explanted: (B)(6) 2013, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had infections repeated times after their dbs implant. Their entire system was explanted. It was unknown if there was more than a 50% reduction in symptoms. Effective measures had not been taken and troubleshooting was unknown. The patient was currently in good condition. Additional information received from a consumer via a rep indicated the infection was at the ins site. It was unknown if the infection was related to the dbs device.